Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she does not have crisp vision at near and intermediate range. I see little "bulls eye" around lights and my diamonds do not sparkle anymore". Additional information was provided that she cannot read in dim light, cannot see anything behind glass or any other shiny object, still sees bullseyes around any light (moon, headlights, lit candles, any light), and anything on my tv is always slightly blurry. There are two medical device reports associated with this patient. This report is for the left eye.